Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found battery high resistance/lab failure. Interrogation of the device revealed it contained gablofen 1000 mcg/ml at a dose of 176.4 mcg/day in flex mode. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the return paperwork for the pump regarding a patient receiving an unknown intrathecal medication (concentration and dose unknown) for intractable spasticity and cerebral palsy. The pump was explanted on (B)(6)2017 for battery depletion. There was no patient injury and the patient recovered without sequela. No further complications were reported/anticipated or expected.